Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's right ventricular lead. Calcium deposits observed with intracardiac echocardiography imaging. The lead was explanted on (B)(6) 2024. The patient was stable throughout.